Manufacturer narrative:
As gore was unable to determine which device (s) caused or contributed to the event if any; additional device(s) implanted related to this event include: mpdcase-(B)(6): (B)(4) (lot/sn: (B)(4), UDI: (B)(4) gore® tag® conformable thoracic stent graft with active control system - stent graft thoracic conformable active control. Mpdcase-(B)(6): (B)(4) (lot/sn: (B)(4) gore® tag® conformable thoracic stent graft with active control system - stent graft thoracic conformable active control. (B)(4).

Event description:
On (B)(6) 2022 the patient presented emergently with a ruptured thoracic aneurysm and was implanted with 3 gore® tag® conformable thoracic stent grafts with active control system. On (B)(6) 2022 the patient was observed to be experiencing paralysis in their legs. As reported, the patient was brought in, was emergently treated and the identified cause of the paralysis was due to the procedure as it involved extensive coverage of the aneurysm and there was no time to administer a spinal drain until the morning of (B)(6) 2022. Reportedly, the procedure involved coverage of the subclavian artery as well. The patient also reported numbness in the arms, but this symptom was present before the treatment of the rupture on (B)(6) 2022. The patient is currently being evaluated to determine the cause of the numbness and to determine if there are additional contributing conditions that may be present. As reported on (B)(6) 2022, the patient was doing ok, the patient was identified as weak but having regained function of their legs. The patient is going to rehab and will be coming back for open intrarenal repair.

Manufacturer narrative:
B2: outcomes attributed to adverse event were previously left blank and have been specified. They include: required intervention to prevent permanent impairment/damage (devices); hospitalization - initial or prolonged; other serious (important medical events).

Manufacturer narrative:
G3/g4: date received reflects the date this additional information was received for inclusion as part of the complaint investigation. B5: it was confirmed that the proximal implanted device was the tgmr373720 and the coverage of the subclavian was intentional. H6: code 2448, paraplegia was replaced with code 1997, paralysis.